Event description:
The customer contact reported a burned area on the female end of the ac power cord. The pump was returned to the biomedical dept with an unsigned note that stated, "there is a tear in the cord." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that there was a spot on the female end of the ac power cord that was burned "all the way through the cord." There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).